Event description:
It was reported that "the first iab was removed due to a 'helium alarm'". A new device was inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) the reported complaint of "helium alarm" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a corrected data: n/a

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the first iab was removed due to a 'helium alarm'". A new device was inserted. No patient harm or injury. The patient status is reported as "fine".